Event description:
It was observed that during the device evaluation, the coat of the image guide connecting tube peeled more than 1mm on the fiberscope. Additionally, residual fluid or foreign body came out of the forceps channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. The event can be detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in lf-dp operation manual chapter 3 preparation and inspection. Warnings and cautions 3.2 preparation and inspection of the endoscope IFU states the preventative measures in lf-dp reprocessing manual chapter 7 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.